Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported experiencing a low blood glucose (bg) level of 45 mg/dl after forgetting to announce a meal. The ilet device alerted to the low bg, and the user later experienced elevated bg levels of 400 mg/dl, which they attributed to overcorrection. The user reported that insulin delivery resumed but felt it was not correcting fast enough. The user changed infusion supplies and continued to monitor bg. The correction algorithm resumed dosing, and no external assistance or medical intervention was required. The user did not report any symptoms during the event.